Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk lx-c device was selected to treat the patient's right sfa and popliteal. The device was used over a 6mm filter wire and through a 7f sheath. There was a total of 19 passes during 4 insertions, which increased the lumen of the vessels treated; however, the turbohawk became increasingly difficult to advance and retrieve only though the sheath after each insertion. While the turbohawk was in the process of being removed after the fourth insertion, the nose-cone detached from the base around the cutter window. The detachment occurred while the device and nose-cone were completely inside the sheath. The physician cut around the 7f sheath and then advanced a 6f sheath through the 7f lumen of the sheath and advanced it to the point in which it was able to capture the nose-cone. The procedure was completed with two self-expanding stents and used pta for post dilation purposes.